Event description:
On (B) (6) 2010, the patient reported that last night during bolus delivery he received an e4 (occlusion) error on his insulin infusion device and then an a8 (bolused cancelled). He stated he had changed his infusion headset just prior to this and experienced some discomfort, so he changed his headset again. He woke up this morning with a blood glucose reading of 481 mg/dl with his normal range being around 120 mg/dl. Symptoms are headache, rapid heart rate, thirst, and frequent urination. He has treated his reading by bolusing but his readings remain elevated. The patient was instructed to disconnect from his headset and prime through the tubing. He did so and insulin emerged from the tubing. He was then instructed to change his headset and, when he removed the used headset, he noticed the cannula was bent. He inserted a new headset and bolused for his elevated readings. On follow up with the patient on (B) (6) 2010, he stated his blood glucose returned to his normal range after he changed the headset. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.